Event description:
The tps micro driver was sent for service and it ran in safe mode during performance testing conducted at the MFR. No adverse event was associated with the device. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the contact pins are burnt, bad solder connections and the flexstrip is burnt.